Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump showed that no insulin had been used. There was no reported impact to the customer's blood glucose level. Although requested, no further information could be obtained.